Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number? Confirm when event report noticed/occurred?- intra-op? Or post-op? Did the suture break intra-op? Or post-op? Did the surgeon re-suture patient in same initial procedure or post-op initial procedure? Any medical/surgical intervention done on patient post-op? What was done to control bleeding? What do you mean by " wound unravelled and started to bleed"? - confirm the suture condition- did it fray? Or fray and break both? And was this noticed intra-op or post-op? Any sample available to be returned for evaluation? Patient current condition? Note: events reported in 2210968-2019-83778, 2210968-2019-83873, and 2210968-2019-83874.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the device was weak and easily breaking, compromising the integrity of the suture line and causing the surgeon to re-suture due to this. The wound unravelled and started to bleed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/23/2019. Additional h3: it was reported a breakage suture issue. One opened box with unopened samples of product code w8704, lot par763 was returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: have any of these events been previously reported to ethicon? No confirm when event report noticed/occurred? Unknown did the suture break intra-op or post-op? -- suture broke intraoperatively did the surgeon re-suture patient in same initial procedure or post-op initial procedure? -- same initial procedure any medical/surgical intervention done on patient post-op? ¿ unknown what was done to control bleeding? ¿ unknown what do you mean by " wound unravelled and started to bleed"? No answer any sample available to be returned for evaluation? Unknown patient current condition? -- unknown.